Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds shortly post implant. Fluoroscopy could not identify a lead dislodgement. Boston scientific technical services (ts) recommended system revision due to suspected improper contact/fixation of the lead to the tissue. No adverse patient effects were reported.